Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: crystailization of 5fu found at connection point of onguard adapter and port.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. A piece of connector and a surecan safety ii that was attached to a syringe were returned along with the sample. Through visual examination, after removing the discofix cap, some white precipitation was observed around the filling port of the sample. No crack nor abnormalities were observed on the filling port. Drug crystallization was formed around the filling port. The sample was filled with red dye solution to check for leakage. The patient connector with chemfort syringe adaptor was cut off to allow solution to flow. Complaint sample was unclamped, and no leakage was observed from the filling port, valve are, silicone sleeve, filter and tube connection after 66 hours and 10 minutes. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Based on the investigation, the received sample was observed with no abnormality and no leakage was observed. The sample is within the specification; the reported defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.